Event description:
It was reported that during a rotator cuff repair, the truepass needle broke when passing the suture. The tip of the needle was lost inside the patient. The procedure was completed using a back-up device. It is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the tip of the truepass needle broke and was lost in the patient. The procedure was completed using firstpass mini as the back up device and the ¿surgeon was happy¿ with the device. The material composition for the truepass needle tip is nitinol. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported needle tip breakage could not be determined. The truepass needles are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.